Event description:
Boston scientific crm received information that the patient with this implantable right atrial (ra) lead went to the emergency room, and was found to have pericardial tamponade. The fluid in the pericardial sac was drained, and the patient returned home the following day. The ra lead was thought to be the source of the tamponade. The patient will continue to be monitored.